Event description:
A customer reported that the footswitch stopped working during a cataract with iol (intraocular lens) implant procedure; the case could not be completed. There was no pt harm reported. The event resulted in an unk number of cancellations. Additional info has been requested.

Manufacturer narrative:
The company rep examined the system and replaced the footswitch cable. Preventive maintenance was performed. The system was then tested and met product specifications. The system's event lot was downloaded for review. The root cause has not been determined. (B)(4).